Event description:
This was a diagnostic procedure. The pt was not obese and no tortuousity of the vessel was observed, but there was severe calcification and some scarring. The procedure proceeded as planned until cessation of first mark, which diminished during pull back but did not stop entirely. Multiple attempts to achieve second mark were made without success. The physician then removed the device and converted to standard access. The arstasis representative present at the case noted that when attempting to achieve 2nd mark, the physician may have inadvertently pulled back to where the heel was pulled through the arteriotomy. Oozing was observed around the 5f sheath and a hematoma formed. The physician upsized to a 6f sheath followed by a 7f sheath; however, the hematoma enlarged to 5 cm. The hematoma enlarged to 5 cm. The physician held pressure and hemostasis was achieved in 15 minutes. The pt was re-accessed above the axera pilot hole and the case was completed successfully via standard access. The pt recovered with no further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The overall diameter of the axera access device with heel deployed is comparable to a 6f diameter sheath. The probable root cause, based on available info, is use error due to possible removal of the device with the heel deployed. The physician was immediately re-trained by the arstasis representative present at the case following the procedure on the appropriate steps and to not pull the heel through the arteriotomy.